Event description:
Customer reported sensor issues. Customer's blood glucose was unknown. She stated one of the sensors came apart before she could get it into the serter. Another sensor was messed up by customer's husband before she could use it. Replacement sensors were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.